Event description:
Additional information received for report # mw5106315 on: 05/05/2022, to correct name and address and procode to: cae.

Event description:
On (B)(6) 2021 around 0530 the hospital ems was dispatched to the residence of (B)(6) female found by family member in cardiac arrest, CPR already in progress. Upon arrival, ems inserted a #4 king lt, but a seal could not be obtained for bvm ventilations. Upon removal of the king tube, it was recognized that both balloons had tears in them. FDA safety report ID# (B)(4).